Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to correct the c-34 errors. System tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the site reported encountering c-34 errors on the erbe integrated electrosurgical unit (iesu). Despite changing the instruments and the cords, the error persisted. The site was proceeding to complete the current case but planned to replace the vision side cart (vsc) before the following procedure. The procedure was completing as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The integrated electro surgical unit (iesu) was analyzed and upon visual inspection there were no issues found that would be related to the reported event the erbe was tested using the system, the unit energized and cauterized all ports and instruments without issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.